Manufacturer narrative:
(B)(4). Additional information: the potentially associated lot numbers were manufactured on the following dates: r15l07160: december 08, 2015 - december 09, 2015. R15l03029: december 03, 2015 - december 04, 2015. R16a26047: january 27, 2016. R16a26104: january 27, 2016. R16b02087: february 03, 2016. R15l03037: december 04, 2015. R15i29060: september 29, 2015 ¿ september 30, 2015. Batch reviews were conducted for the seven potentially associated lot numbers, and there were no deviations found related to this reported condition during the manufacture of these lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Seven potential lot numbers were reported - r16a26047, r15l07160, r15l03029, r16a26104, r16b02087, r15l03037 and r15l29060. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a clearlink duo-vent continu-flo solution set. The tubing separated while connected do a patient. The tubing separated at the proximal end of the middle y site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.